Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: n311632004, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-nov-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 637.6 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient¿s pump pocket was swollen. On (B)(6) 2019 the patient was taken to surgery. The pump pocket was opened, and they attempted to aspirate csf (cerebrospinal fluid) from the cap (catheter access port). Some csf aspirated with air bubbles. The physician flushed the cap with saline and saw that the connector was leaking. It was unknown when the connector first began leaking. The catheter connector was replaced. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved, and it was indicated that the hcp had no additional information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a user facility indicated there was fluid leaking due to the connector pump malfunction. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter revealed catheter sc connector coring-tears-cuts in seal. If information is provided in the future, a supplemental report will be issued.